Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Visual inspection identified that one side of the baseplate adapter had broken off. The other side was damaged, and there were nicks and scratches around the edges at the distal end of the shaft of the guide assembly. No broken pieces were returned for investigation. Functional test was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/2/2023 it was reported, by a sales representative via email, that the blue plastic wings of (2) ar-9165cdg universal baseplate impactors broke. This was discovered during an rtsa procedure. Additional information requested.